Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main (lm) artery. After a 3.5 x 38 synergy stent was implanted, a 3.00 x 16 synergy ii drug-eluting stent was advanced through the first implanted stent. However, the stent was caught up with previously implanted stent and upon attempting to remove the device, the stent got dislodged off of the catheter. The physician then decided to crush the dislodged stent in the lm and a new stent was placed on top of that, thus, completing the procedure. No patient complications were reported and the patient's status was fine.